Event description:
During preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. The 3.00x32mm taxus express2 drug eluting stent was taken out of the packaging during preparation when it was noticed that the stent was beng/fractured. The procedure was completed with another stent. No pt complications were reported.